Event description:
It was reported that the patient complained of feeling tingling on the right and left side at night, and that last year the patient's whole right side went numb for a period of time. Follow up was attempted for additional information, but was unsuccessful. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.